Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The scope image was flashing when connected to the device due to a loose scope connector. Additionally, it was noted that the locking lever had failed and the front panel had discoloring present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center was presenting an intermittent image following the completion of an unspecified procedure. According to the initial reporter, the procedure had already been completed without patient harm or delays when the reported event occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that receptacle_u_n (B)(6) was loose causing contact failure leading to the image flickering. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.